Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly with the third proglide device, the thread broke when the plunger was removed. The suture of a new device was successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from yes to no.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of a left common femoral artery and right common femoral artery. Two proglide sutures were placed on the left common femoral artery and used to successfully close. Reportedly with the proglide device used on the right common femoral artery (third device used), the thread broke when the plunger was removed. A new proglide was used to achieve hemostasis. No additional information was provided.

Event description:
Subsequent to the previously filed report, analysis of the returned proglide device found that the guide wire exit port indicator ["paw prints"] was partially removed on the device. The device had been wiped with saline prior to use. No portion of the device was left in the patient. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture separation was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The observed delamination of markings around the guide wire exit notch was not reported which was likely due to normal use. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from no to yes. H6 - type of investigation: code 4114 was removed and code 10 was added.